Event description:
(B)(4). The dealer reported that the rpl450-1 patient lift right rear locking caster would come up off the floor when in use, and it tipped over. There was no patient injury reported.